Event description:
It was reported that during coronary stenting treatment procedure, deflation difficulties were experienced during an emergency procedure. The lesion being treated was a left anterior descending (lad) artery lesion. The lesion was predilated with an advance 20 mm balloon. The physician then advanced the express2 3.0 x 16 mm stent without difficulty to the lesion and successfully deployed the stent at 14 atms. The calcification of the lesion was severe, so the balloon was extended in a "crooked form." The physician then attempted to deflate the balloon, but was unsuccessful. The balloon did deflate some with several attempts at repeat deflation, but complete deflation was not achieved. The balloon was inflated for about 3 minutes. The pt experienced st elevation and chest pain. The physician deep seated the guide catheter and pulled back on the stent delivery system. Eventually the physician was able to pull the stent delivery system and the guide catheter out of the pt as a unit. Outside the body, the physician successfully reinflated and deflated the balloon, both could be performed normally and the "deflation trouble has not been confirmed." The pt did not suffer any injury or complication.